Manufacturer narrative:
Corrected data. B5 - describe event or problem.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported observation of the inability to charge the device was not confirmed. The root cause of the observation could not be ascertained. The device operated normally during a functional test involving communication and charging. During charge testing the device met the expected charging range between .25 inches up to 1 inch spacing between the device and the charger. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device and bluetooth ble testing. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Manufacturer narrative:
Corrected data: h6 - adverse event problem (refer to coding manual). Health effect - impact code.